Manufacturer narrative:
The manufacturer incorrectly reported a follow-up report on MDR 2518422-2021-00366. The correct MDR report number is 251-8422-2022-00366.

Manufacturer narrative:
Section b4 corrected. The date should have been reported as (B)(6) 2022.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's machine flow sensor, system board and display board were replaced to address the issues.